Event description:
On (B)(6) 2021, I was notified about a "urgent: medical device recall philips respironics recall of my two cpaps's". I went to website: https://www.USA.philips.com/healthcare/e/sleep/communications/src-update, on (B)(6) 2021 to report one of my cpaps. The second one I did not get to report until (B)(6) 2021, because I needed the s/n and it was at another location and used while on vacation. I have conformation numbers on both cpaps. I have called philips respironics at (B)(6) on (B)(6) 2021 and now again on (B)(6) 2021. I had to hunt for this phone number. Both times I was told that they do not have a specific date as to when I will be getting my replacement cpaps. I need to use my CPAP's and according to their website at: https://www.philips.com/c-dam/b2bhc/master/landing-pages/src/update/documents/philips-recall-letter-2021-05-a-2021-06-a.pdf, the issues with my CPAP's can be harmful to my health. I would just like to know when I might expect my replacement cpaps's. Because the website they send to at: www.philips.com/src-update for updates does not give you any useful updates. There is no website that you are able to correspond with them. I would appreciate your help if you are able to give me any help. Thanks, (B)(6). Cpaps: two philips respironics one (1) dream station, the second one is remstar auto a-flex s/n (B)(4). FDA safety report ID # (B)(4).